Event description:
On 11-sep-2025 beta bionics received a report that the end-user was treated in the emergency department for hypoglycemia while using the ilet bionic pancreas system. Emergency medical services administered glucagon after the user¿s blood-glucose level measured 28 mg/dl, and the user was transported to the hospital for evaluation and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.